Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed two devices were returned outside of original packaging. One device shows no signs of visible damage with the deployment needle in the t1 pre-deployment position the second device is bent along the needle shaft horizontally and vertically from manufacturer intended position. No anchors or suture were returned with the devices. A functional evaluation revealed the device without damage functioned as expected. The device with the bent needle could not be functioned due to bend in needle. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, the fast-fix 360 t2 deployed prematurely after deploying of t1. The procedure was completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported.